Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and duplicated the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.s

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the defibrillation charge was incomplete. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the defibrillation charge was incomplete. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device. The reported issue was duplicated and verified. Stryker determined that the cause of the reported issue was due to the therapy pcb assembly. The customer did not pursue repair, the device was returned to the customer unrepaired.